Manufacturer narrative:
The customer¿s report that the tubing "separated" was confirmed by visual inspection to be a tear in the tubing at the inlet and outlet port of the smartsite. Although the root cause was not definitively determined, the torn tubing is similar to when tubing is pulled away from the engagement with an unknown force applied, such as when the tubing is manually pulled away from the smartsite port. Functional testing was not performed as the customer's report was confirmed upon visual inspection. During visual inspection of the partial set received, in two sections of the set it was noted that the ends of the tubing were completely torn from the inlet and outlet smartsite ports. The tubing is torn (rough and jagged). The torn tubing is similar to when tubing is pulled away from the engagement with an unknown force applied, such as when the tubing is manually pulled away from the smartsite port. The root cause of the tear ("separation") between the tubing and the smartsite port was not identified.

Event description:
It was reported that there was a tubing separation. The event occurred in the operating room as it was being "removed". It was noted that plasma-lyte was infusing kvo at the time of the event. Per the reporter; "tried to remove a piece of tape that was wrapped around the tubing and the tubing was severed by the tape". It was confirmed that the tape was not present upon opening of packaging, and was used to "secure". There was no harm to the user, as "the tubing was clamped proximally and distally after it separated". It was further confirmed during follow up that patient care was not delayed and that this event did not contribute to, or result in a serious adverse impact to patient. However; it was also noted that there was no patient involvement associated with this event.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation. Although requested, no patient information provided.

Event description:
It was reported that there was tubing separation. The event occurred in the operating room as it was being "removed." It was noted that plasma-lyte was infusing kvo at the time of event. Per the reporter, "tried to remove a piece of tape that was wrapped around the tubing and the tubing was severed by the tape." It was confirmed that the tape was not present upon opening of packaging, and was used to "secure." There was no report of patient harm. There was no harm to the user, as "the tubing was clamped proximally and distally after it separated." It was reported that this event did not cause a delay in patient care.